Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: sc-2108-70m, model: sc-2108-70m, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an x-ray that showed leads were not epidural. However, it was believed that leads may have originally been placed occipital. The patient underwent an explant procedure, and the explanted devices were discarded by the medical facility.